Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: please provide the second lot number involved in this event. I do not have it. To whom should the shipper kit be sent? (Please refer to the attached mail). Please provide the contact name, department, street address (including zip code), email address, and phone number. (Please refer to the attached mail). Please provide the status of the device as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Awaiting shipping instructions. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (Please refer to the attached mail).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was recently reported that "¿happened with two different lot numbers...on more than 5 in each lot number...." Please provide the second lot number involved in this event. To whom should the shipper kit be sent? Please provide the contact's name, department, street address (including zip code), email address, and phone number. Please do not use a p.o. Box. Please provide the status of the device as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Additional information was requested; the following was obtained: how many patients/procedures were affected by this issue? 1 patient on a highly critical procedure. Happened with two different lot numbers that I gave to (please refer to the attached email) on more than 5 in each lot number. How many devices demonstrated the alleged deficiency on each involved patient event? At least (B)(4) for each lot number for a total of (B)(4). When did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? During the use on a patient in the heart. Were there any patient consequences? We were able to find a 3rd lot number that did not have the same issue. Please provide the source or name and title of external person providing answers to follow-up?? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Specific items used are not available for analysis, but samples from the affected lot are. Let me know how/where to ship this. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on an unknown date and suture was used. It was reported that the suture broke. No patient consequences noted. Additional information was requested.